Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power cord was damaged. A field service engineer replaced the damaged power cord and moved the unit to an active outlet, as the damage had tripped the wall breaker and required the engineers to address the outlet issue. After completing the repair, the engineer verified proper operation in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline due to damage to the power cord. The power cord had broken when the machine was pulled out, causing the pyxis to stop functioning. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was offline due to damage to the power cord. The power cord had broken when the machine was pulled out, causing the pyxis to stop functioning. As per part investigation, it was determined that the reported station offline condition was caused by physical damage to the power cord (p/n 103305-01), including cuts and breaches in the cable insulation that exposed internal conductors and resulted in thermal damage, leading to a short circuit and loss of station functionality. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of ¿es - station offline damage to power cord¿ was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that replaced the damaged power cord and moved the unit to an active outlet, as the damage had tripped the wall breaker and required the engineers to address the outlet issue. After completing the repair, the engineer verified proper operation in the application with no issues observed. During dchu visual inspection: pn 103305-01: the unit exhibited cable insulation damage with exposed internal conductors and burn marks which is indicative of thermal damage. During dchu testing: pn 103305-01: no functional testing was required, as the unit exhibited significant physical damage along the cable insulation, including multiple cuts and breaches exposing the internal conductors, with exposed copper conductors exhibiting burn marks indicative of thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failure ¿es - station offline damage to power cord¿ is attributed to physical damage in pn103305-01, cuts and breaches along the cable insulation exposed internal conductors which led to the observed thermal damage, resulting in a short circuit and loss of communication with the station system.